Manufacturer narrative:
The reported complaint of an af segm not being available was confirmed. An egm memory utilization alert was generated later on the same day which indicates segm memory was almost full. It is likely that a subsequent af episode was triggered which overwrote the previous af segm. The second af episode ended up not meeting the minimum duration of 6 minutes, so firmware freed up the segm memory and did not store an af episode log. Since the af segm trigger type is programmed to low priority with a protection type of most recent and other episode types have filled the segm memory, the device will continuously overwrite the most recent af segm. The device is behaving per requirements.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardiac monitor (icm) had an episode of atrial fibrillation (af) but the electrograms (egm) was missing. Programming changes were made. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.